Manufacturer narrative:
(B)(4). The device was not returned to physio-control. The hospital's biomedical engineer evaluated the device and observed that a capacitor on the power supply assembly had shorted and cracked open. He replaced the power supply assembly. Proper device operation was then observed through functional and performance testing. The device was put back into use.

Event description:
The customer contacted physio-control to report that their device had emitted smoke. The hospitals biomedical engineer evaluated the device and observed that a capacitor on the device's power supply assembly had shorted and cracked open. Electrolyte from the capacitor had contaminated the power supply assembly. There was no report of patient use associated with this event.